Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 found in history file due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose level was 172 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that the power error detected alarm recurred within a week of troubleshooting of previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.